Manufacturer narrative:
Device is a combination product. A 38 x 3.00mm promus elite stent delivery system was returned for analysis. A visual (via scope) examination of the crimped stent identified stent damage. A distal portion of the stent (approximately 1/3 of the stent) was stretched distally such that the distal end of the stent was distal of the tip. The crimped stent outer diameter, of the undamaged proximal section, was measured by snap gauge and the result was within max crimped stent profile measurement. A visual examination (via scope) of the balloon sections found no issues. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual (via scope) and tactile examination of the hypotube found multiple kinks along the hypotube. A visual (via scope) and tactile examination of the shaft polymer extrusion found damage to the wire exchange port. Hardened media was noted inside the inflation lumen. A visual (via scope) examination of the tip, which was partially covered by the stretched stent, found no issues with the tip. The device was loaded onto and tracked over a 0.014 inch guidewire without issue. An attempt was made to inflate the balloon to rated burst pressure (16atm per dfu), the balloon did not inflate, no leaks noted and the device held pressure. Inflation liquid could be seen reaching the distal polymer shaft portion of the inflation lumen but appeared to be blocked by a crystalized hardened media in the inflation lumen and therefore did not reach the balloon. The device was soaked overnight in a water bath at 37 degrees celsius in an attempt to soften the hardened media. The device was removed from the water bath and another attempt was made to inflate the device to rated burst pressure (16atm). During this attempt a leak was noted in the hub of the device, the device could not hold pressure due to the leak and the balloon did not inflate. The hub was then examined under the scope and it was found that there was a crack at the leak site, the crack was noted just distal of the threads. This leak was not noted during the first inflation attempt. During the first inflation attempt liquid passed through the hub section into the shaft and held pressure. The vacuum decay test (vdt) data for the returned device was reviewed, and the device passed the test, demonstrating that there was no leak in the device before the device left the manufacturing site. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on 11oct2019. The specific issues or alleged event was not provided, and no further information was provided. A 38 x 3.00mm promus elite stent was attempted to be used but was removed. The procedure was successfully completed with a different device. No patient complications were reported and that patients status was stable. However, returned device analysis revealed stent damage.